Event description:
The device was used during an unspecified procedure. Reportedly, the instrument could not disengage after firing. The tissue was hung up. The hospital has reported no pt injury occurred.